Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled right atrial (ra) lead revision procedure due to an unknown reason. During the procedure, it was noted that ra lead had failed to be disconnected from the pulse generator's header. The ra lead was explanted and replaced. The pulse generator was also explanted and replaced. Patient status was not provided.